Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose while using the infusion sets. The infusion cannulas were bent and crimped, there was insulin leakage at the infusion sites, and he received e4 occlusion errors on the infusion device. Blood glucose elevated to the 400 mg/dl range, and target blood glucose is 140 mg/dl. Pt changed his infusion site and delivered boluses to treat hyperglycemia. Pt noticed, the infusion cannulas were bent in an "l" shape and they were crimped like an accordion. He also noticed his shirt and the infusion set adhesive were wet due to insulin leakage. There were no issues with the preparation or insertion of the insulin set. Headsets were inserted manually, and he noticed the concern within a few hours. This occurred approx 5 times since first using the infusion sets in (B)(6) 2011. Alleged infusion sets were not available to return for eval. The pt did not require assistance from a health care professional or second party to address the issue.